Event description:
It was reported that the device would intermittently not power on three (3) separate times with three (3) separate pts. Following the reported power failure, the device powered on successfully after an unk delay. There were no adverse effects caused to the pts involved due to the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.